Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during access approach with the marathon and x-pedion wire to the middle meningeal artery (mma) for embolization using glue (liquid embolic), spasms were prevalent, resulting in need to take one marathon microcatheter out due to prep. The catheter was put on the side, spasms continued and medicine was given. Access was achieved with the new marathon microcatheter, glue (liquid embolic) was administered, and reflex was on the edge. The microcatheter was pulled to remove it, however, resistance was met in the distal catheter and the microcatheter stayed/was entrapped. Initially it was thought to have stuck to the glue, however, pending time it was noticed that it was the vessel that spasmed and would not release/had entrapped the microcatheter. The microcatheter distal tip broke in the body. Retrieval using a snare was attempted, however, it was unsuccessful. Vasospasms were prevalent. Part of the microcatheter was left in the external carotid artery, pending surgery team decision, however, the vascular team was debating leaving it and sacrificing the external carotid. The patient was undergoing liquid embolization surgery. It was noted the patient's vessel tortuosity was minimal. It was noted that vascular access was gained via the mma. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Additional information was received stating that the staff did not prepare the wire by wetting it. Another marathon catheter was used in this event and it got stuck in the mma and broke off. The glue (liquid embolic) was not a medtronic product. It was a cerenovous product. The right external vessel was used to access the vasculature from outside the body. The procedure was completed by leaving the catheter in the external. The angiographic result post procedure showed the external was closed off, patient was stable and in good condition. The intended treatment of the mma was achieved. The patient is currently asymptomatic.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.